Manufacturer narrative:
Evaluation in progress, but not concluded.

Event description:
During use for a cardiopulmonary bypass procedure, the pump could not be reliably controlled. The device was apparently replaced and the procedure concluded without incident. There was no adverse consequence to the patient as a result of this event.